Manufacturer narrative:
Failed nut lift motor assembly.

Event description:
It was reported by service report that the bed is drifting in trend. No pt involvement or adverse consequences were reported.